Event description:
It was reported that a patient underwent a proctectomy procedure on (B)(6) 2025 and suture was used. The patient was hospitalized due to rectal cancer. At 10:00 on the same day, the doctor found that the suture was not firm and could be easily broken with one hand before suturing. It was immediately reported to the head nurse, and the suture was replaced for use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: - did the reported issue contribute to any patient adverse consequences? - could you kindly confirm the correct the lot number, please? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.